Event description:
It was reported that pump experienced malfunction while customer was in shower with pump, and malfunction code was displayed and could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.